Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "double beep no cassette". Visual inspection found the pump to be in fair physical condition. Inspection of the pump's event log revealed no evidence of reported problem. The moment the device was powered up, the device started double beeping. What caused the reported problem was determined to be the downstream sensor. Who caused the reported problem is unknown.

Event description:
It was reported that a cadd® cadd-legacy 1 pump double beeped no cassette. There was no report of any patient involvement.

Event description:
Additional information received: occured during testing, no patient involvement.